Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the procedure was completed with another pipeline that was used and deployed.

Manufacturer narrative:
Additional information confirmed that this is event is a duplicate of manufacturer report # 2029214-2024-01926. Any future updates will be submitted in 2029214-2024-01926. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline was stuck in the phenom catheter after falling into the aneurysm. The patient was undergoing flow diverter implantation for an aneurysm. The accessed vessel was the middle cerebral artery (mca) with a diameter of 3.7 mm. It was noted the patient's vessel tortuosity was severe. It was reported that during the flow diverter delivery, the device got fallen into the aneurysm and then below the aneurysm, while resheathing the device got stuck in the microcatheter hub. It was reported the pipeline vantage got stuck in the proximal section of the microcatheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was being treated for an aneurysm of the middle cerebral artery with an 18mm diameter. It was noted that the patient is recovering from the procedure very well and that they didn't experience any symptoms related to the event. Actions taken to resolve the pipeline falling into the aneurysm was slowly withdrawing the device by pulling the microcatheter. The cause of the pipeline movement was not determined. It was noted that the cause of the resistance was that the anatomy was very tortuous. Multiple pipeline devices were not being used when movement occurred. There was friction or difficulty during delivery or positioning. The pipeline was implanted at the intended location. The device did not jump and the tip of the catheter was not moved during deployment.